Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with noted episodes of right ventricular lead noise. Upon reviewing the electromyogram, noise was noted at the start of two r waves. The source of the noise was not known and lead damage was suspected. Programming changes were recommended. The clinic elected to monitor the patient at this time. No patient symptoms were reported.